Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft was implanted as part of a chevar procedure in the endovascular treatment of a abdominal aortic aneurysm. It was reported that during the index procedure, the patient experienced blood loss that required a blood transfusion of red blood cells (rbc). No cause of the event was reported. No additional clinical sequelae were provided and the patient is fine.